Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that while performing battery conditioning for an alaris pc unit, the customer alleged excessive heating of the pcu pole clamp assembly. There was no patient involvement as this occurred during device servicing.